Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 11nov2020 and inadvertently not reported on our initial MDR: it was reported, the procedure being performed was a left ureterostomy with stone basket extraction. The stone was located in the left kidney. The device was tested prior to use. There was nothing in the patient's anatomy keeping the basket from opening or closing. A new basket was opened to complete the procedure. No unintended section of the device remained inside the patient's body. The patient did not require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Event description: as reported, while using a ncircle delta wire tipless stone extractor during a ureterostomy procedure, the basket would not completely close around the stone. The device was tested prior to use. There was nothing in the patient's anatomy keeping the basket from opening or closing. A new basket was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3 cm in length. The support sheath was bowed. There was a kink in the support sheath 1 cm from the nose of the mlla. The support sheath and basket sheath were detached. A functional test determined the handle did not actuate basket formation. A review of the device history record found one non-conformance that may have related to the reported failure mode. All devices are inspected for proper basket function, and thus the complaint device passed the inspection. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the condition of the returned device, it is likely the basket sheath was inadvertently kinked during use and subsequent force applied to the handle in an attempt to function the basket caused the basket sheath and support sheath to separate. The cause for the initial kinking of the sheath could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no further actions are required. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a ncircle delta wire tipless stone extractor, the basket would not completely close around the stone. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.